Event description:
This report is based on information provided by philips supporting personnel (pse) and has been investigated by the philips complaint handling team. Philips received a complaint about the efficia dfm100 device, indicating a software error 0320016. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that a general maintenance company has contacted us to indicate that during equipment checks a non-critical error with code 0320016 appears in the log file. They find it curious that it occurs on all the equipment and on the same dates (since september of this year). Sometimes during clinical use the message "non-critical equipment error" appears on the screen. They do not describe any other impact than a service request from the clinical users after seeing the message when using the system. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.